Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to interact with and read the pump screen. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.